Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The morning of the (B)(6) 2017, the patient woke up almost in coma, he was sent to the emergency room and it was there that they found that the pump had no power, they suspect the pump turned off suddenly without any alarm or warning during the night on (B)(6) 2017. Patient was admitted to the emergency room and was hospitalized for 5 days (in intensive care for 2 days). He presented ketone bodies, practically in coma. Blood glucose was measured by lab analysis as 1240 mg/dl. Patient now is on alternative therapy. A request was made for the return of the device.